Manufacturer narrative:
H4: the lot was manufactured from october 08, 2019 - october 10, 2019. H10: five (5) actual samples were received for evaluation. Unaided eye visual inspection was done under normal room conditions. All fill port caps were removed, and magnified inspection observed dark foreign matter (embedded black particulate matter) on the inside diameter of the fill port connector of two of the samples only. The reported condition was verified on two of the samples. The cause of the condition could not be determined. No other foreign material could be verified on the other three samples upon visual inspection with magnification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in five (5) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. It was further specified three (3) bags had black foreign material and two (2) bags had white foreign material. This was identified before use of the bags. There was no patient involvement. No additional information is available.